Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high" (specific value was not provided), nausea, and vomiting. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer was driven to the emergency room by a friend and was subsequently admitted to the intensive care unit. Customer was treated with manual injections and was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.